Event description:
The report indicated that the customer experienced consistently high bg levels (252-381mg/dl) with moderate ketones over the two days the pod was worn. A hazard alarm was initiated, at which point the device was immediately removed and replaced. Within five hours of activating the new pod, her bgs had lowered. The suspect device will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak; discoloration was seen inside the device and residual fluid was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.